Event description:
It was reported the patient's (B)(6) programs were deleted from the ipg. The reported issue has occurred on more than one occasion. In turn, the patient's ipg was explanted and replaced to address the issue. Please note if the ipg is not recharged as recommended it can result in the powering down of the device which in turn would cause the deletion of programs.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.